Event description:
Paramdedics arrived on the scene of a cardiac arrest with emt/ff's using an AED. The AED was removed and replaced with the device connected to the patient with disposable defibrillation/ECG electrodes. According to the reporter, the device alarmed a "connect cable" message that could not be resolved. The device was replaced with the AED to move the patient to the rescue transport vehicle where a backup manual defibrillator was used to transport the patient to the hospital e.r. The reporter indicated the patient's death was not caused or contributed to by the alleged device malfunction because the delay was not long and the patient was not viable.